Event description:
Dr. [Name redacted] opened needle packaging to attach to a syringe but found that the needle was bent. She proceeded to use a different needle for the procedure. After the procedure she brought the defective needle to my office so I could report it.